Event description:
The pt reported no longer hearing on several electrodes. Using the appropiate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 5/23/97. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.